Event description:
Patient revised to address eccentric wear of poly on liner and osteolysis around cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.